Event description:
Correction: the correct date of awareness for the initial MDR submitted on november 09, 2023 is october 27, 2023, not october 02, 2023 as previously reported.

Event description:
Per the clinic, the patient experienced a wound breakdown at the implant site.

Event description:
Per the clinic, the patient experienced a wound breakdown (date not reported) and subsequently, the device was explanted on (B)(6) 2023. There are no plans to re-implant the patient with another cochlear device as of the date of this report.